Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 46 mg/dl compared with the sensor glucose reading of 90 mg/dl. The customer treated the low blood glucose level with juice. The customer was sent replacement sensors, and was informed to return the sensor for analysis.

Manufacturer narrative:
Reliability analysis was not required for expired sensors.